Event description:
The customer returned the colonovideoscope to the service center for evaluation related to a separate issue. During the device analysis, the investigation indicates foreign material on air water tube and universal cord. There was no patient involvement.

Manufacturer narrative:
The device was returned to Olympus for inspection.A definitive root cause could not be identified. Based on the results of the investigation, the findings do not lead to a clear conclusion about the cause of the reported event.Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.